Manufacturer narrative:
The physician reports that the resident used poor surgical technique and therefore is no longer with the practice.

Event description:
Patient presented with third degree burns on the interior and lateral thighs with no post infection or fat necrosis. The investigation concluded that the reported issue is associated with poor surgical technique. There was no reported malfunction of the device.